Manufacturer narrative:
Title long-term results after laparoscopic reoperation for failed antireflux procedures source british journal of surgery, volume 98, 2011 (1581-1587) date of publication: 28 june 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, (year 7 april 2011 to 28 june 2011), this study aimed to evaluate the long-term subjective and objective outcomes in patients who underwent laparoscopic surgery for fundoplication failure. Patients were treated with parietex composite mesh or surgisis biological mesh. Complications were not reported separately based on mesh type but rather all complications were aggregated. Two conversions to open operation were needed owing to dense adhesions preventing successful progress laparoscopically. An adverse event that occurred that required treatment include, fistula from the cardia, leak from a pyloromyotomy site, early migration of the wrap, pleural effusion, pulmonary infection, cardiac arrhythmia long-term results after laparoscopic reoperation for failed antireflux procedures / b. Dallemagne1, m. Arenas sanchez2, d. Francart2, s. Perretta1, j. Weerts2, s. Markiewicz2 and c. Jehaes2 / british journal of surgery 2011; 98: 1581¿1587.